Event description:
Facility: (B)(6) medical or (B)(6) health and care. Pt triggered lia for hrns and sic. Hrns episodes show os on rvt-rvr egm consistent with an rv lead issue. Recommended viewing rvt-rvr and rvt-rvc egms simultaneously, while performing provocative movements, isometrics, and pocket manipulation. If non-physiologic noise is seen on both channels, this indicates that there is an issue with rvt electrode. If noise is seen only on ttr this indicates there is an issue with rvr electrode. Updated 18-may-2023 @ 3:48 pm est (cla): noise was reproducible with pocket manipulation. Hcp would like to turn off therapies until issue can be addressed, discussed programming of therapies and alerts. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).